Event description:
It was reported that after a meal announcement the user¿s blood glucose decreased to 51 mg/dl while using the ilet system, and the reporter planned to follow up with the healthcare provider regarding a potential factory reset. Symptoms included low blood glucose with rapidly falling glucose. Outcomes included user impact consistent with a low glucose event. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.